Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose in range of 300 to 400 mg/dl. The customer treated herself with the insulin pump. Customer also reported that the transmitter was not communicating with the insulin pump and received cannot find sensor alerts. Troubleshooting was performed, and communication was reestablished. Customer declined troubleshooting for high blood glucose. The sensor will be returned for analysis. The insulin pump will not be returned for analysis.